Event description:
It was reported that the device was leaking blood and there were no adverse consequences. Attempts to collect add'l info from the account have been unsuccessful.

Manufacturer narrative:
The device was returned to the MFR and the leaking could not be duplicated. Repairs were performed on the device and it was returned to the account.